Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) initial rhythm that was being treated was afibrillation with rapid ventricular rate which resulted in inappropriate anti-tachycardia pacing (atp). After atp therapy was given, it was observed that the atp accelerated the patient's ventricular tachycardia (vt) rhythm. This resulted in the patient receiving a shock. At this time this ICD remains in service and no patient effects were reported.